Event description:
A nurse technician reported the equipment's footswitch "presented problems" during a cataract with intraocular lens implant procedure. The procedure was completed with an alternate system, with delay of less than 15 minutes. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to replicate or confirm the reported event. The company representative noted an issue with the user configuration, and made an adjustment to the configuration. The company representative did not report whether or not the configuration adjustment resolved the reported event but did note that the system was being used improperly. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).